Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 2017865-2021-18571. During a follow up in clinic, episodes of noise which resulted in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Additionally, episodes of noise were noted on the right ventricular (rv) lead. The noise episodes were suspected to be due to the ra and rv leads pressing and rubbing against each other. No intervention has been performed. The patient was in stable condition and will continue to be monitored.